Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004485144-2016-00424.

Event description:
It was reported that the during final tightening onto the spacer in surgery, the set screw detached from the plate assembly. The spacer was implanted without the plates since the threaded hole was damaged on the spacer. There are no reports of patient injury associated with this event. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned device was examined. The set screw has detached from the plate. Additionally the threads on the set screw are damaged. Based on the damaged noted, an incompatible device may have been used to assemble this device to the mating spacer. A review of the manufacturing records did not identify any issues which may have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage, including insertion and assembly.